Event description:
On 14 august 2024, it was reported by a sales representative via email that an ar-1927ptb-475 punch/tap 4.75mm bc corkscrew was reported to have bent during use. This occurred on 06 august 2024 in (B)(6) hospital during a rotator cuff repair. When using the device the tip bent to a 90 degree angle, the tip did not break off in the patient but after this occurred it could not be used again. The case was completed successfully using the same device. The bent device was removed successfully and the anchor was inserted without any complications. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.